Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Manufacturer report reference number: 3006705815-2020-30983, 3006705815-2020-30984. It was reported that the patient passed away. The patient underwent an implant procedure on (B)(6) 2020. The patient went home following the surgery and passed away the following morning.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.